Event description:
Patient reported a right side rupture. Manufacturer of the device is unknown. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Manufacturer of the device is unknown. Healthcare professional later reported right side hematoma. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported right side hematoma. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d3, d6b, g2, h6.